Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that the transfer set was leaking even though the clamp was closed. The patient got the transfer set on (B)(6) 2012 but had to have it replaced on (B)(6) 2012 due to the leakage. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a leak was not confirmed and the root cause could not be determined.